Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device upgrade procedure, upon opening the pocket a visible breach in the outer insulation was observed on the right ventricular (rv) lead. All lead trends prior to and during the procedure were normal. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.